Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of discordant elevated results for a patient using the high-sensitivity troponin I (tnih) assay on an atellica im 1300 analyzer compared to an alternate method. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. The quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 66.498 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (69.590 and 68.041 ng/l) and repeated in duplicate again after re-centrifugation (67.956, 67.958 ng/l). This indicates a sample/patient specific incident. The sample was also run at the main lab facility post igg immunosubtraction - this result was not provided by the laboratory however they noted interference was detected. This would indicate an abnormal antibody was present which caused the unexpected elevated atellica im tnih result. No sample was available to be sent to siemens for further investigation i.e. For any sample interferents that could cause the elevated result. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method which is a which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method troponin or other alternate methods for troponin will have similar results. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The limitations section of the instructions for use states: " samples from patients receiving preparations of mouse monoclonal antibodies for therapy or diagnosis may contain human anti-mouse antibodies (hama). Such samples may show either falsely elevated or falsely depressed values when tested with this method. Patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay is designed to minimize interference from heterophilic antibodies. Values obtained with different assay methods cannot be used interchangeably. Interpretations using serial measurements should be based on results obtained with the same assay method. The measured concentration of ctni in a given specimen can vary between assays due to differences in assay design and methodology." No potential product issue is observed. No further evaluation of the device is required. MDR 1219913-2023-00096 was filed for the same event.

Event description:
The customer obtained a falsely elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to the physician(s), who questioned the result. Then, the sample was repeated on the atellica im 1300 analyzer (uncentrifuged and centrifuged) and the results were similar to the initial result. The sample was repeated on an alternate method and the result was lower. Treatment for non-st-elevation myocardial infarction (nstwmi) was initially conducted for the patient. The nstemi treatment was ceased once the alternate method result was received. There are no known reports adverse health consequences due to the discordant elevated tnih patient results.